Manufacturer narrative:
Distributor performed evaluation and repair.

Event description:
It was reported via repair work order that the bed would go into trend on its own. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.